Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a scratched tip sheath and a hole was found in the insertion sheath. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: strong pushing or pulling of the ultrasound probe. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.